Event description:
It was reported that review of a stored pacemaker mediated tachycardia (pmt) episode that showed this left ventricular (lv) lead exhibited increased threshold measurements and loss of capture (loc) one day post implant. Further review was recommended to the physician. No further assistance was requested at this time. No adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted.